Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient, healthcare professional (hcp), and manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was morphine (unknown) with an unknown dose and concentration. The patient stated that she thought there was 1 mg of morphine in the pump but she does not know the concentration. The reason for use was non-malignant pain. It was reported that the pump was alarming or beeping. It was originally reported ¿she's having a problem regarding her monitor/machine. Before it was turning off every hour, and now it's turning off every 10 minutes.¿ then it was reported by the patient that her pump alarm has been going off since (B)(6) 2018; (patient stated for the past 3 weeks) on the hour every hour, and the alarm has changed over to critical alarm (B)(6) 2018 (patient stated last week) and going off every 10 minutes. The patient reported her withdrawal symptoms started last thursday ((B)(6) 2018). The sound is consistent with pump alarms. The caller mentioned the following possible alarm event that they missed a scheduled refill. The last refill was due (B)(6) 2018, but the doctor was refusing to fill it. The caller was to follow up with the hcp. The doctor told her that he can¿t do anything with the pump and she needs to contact the local rep. The pump alarm has been going off since (B)(6) 2018 (patient stated for the past 3 weeks) on the hour. Additional information was received from the rep on 2018-aug-16. It was reported that they have sent the pump off authorization form and she needs the code to shut off the pump. The caller confirmed this is a voluntary abandonment of therapy and the patient will be having their pump explanted in (B)(6) 2018. The patient has an appointment on (B)(6) 2018 to turn pump off. The patient was non-compliant and dismissed from the practice. Additional information was received from the hcp on 2018-aug-17. The caller from the emergency room states that the patient is reporting withdrawal symptoms. The caller was redirected to the hcp. There were no further complications reported/anticipated.